Manufacturer narrative:
The insulin pump was received with critical pump error and pump error was present in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify stuck button alarms, pump error alarms and pump error alarms due to critical pump error. Pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and moisture damage on motor home switch.

Event description:
The insulin pump was returned for analysis. The customer's blood glucose value was unknown.